Event description:
The dr claims that a graft that was implanted during the summer of 1996 for a femoral-femoral crossover procedure had to be explanted on or after 5/8/98 due to an aneurysm of the graft material. The pt's condition is good.